Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse programmed the system to p1.2 following the 297 errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to software version mismatch between the subsystems.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support and advised that they had errors at power up. The technical support engineer (tse) was able to see that they had 297 errors that were related to a software mismatch. The tse and csr were able to identify the errant console and disconnect it. The system was booting up normally without the second console connected. The tse explained that a field service engineer (fse) would have to service the system to make sure the system components are all at the same software level. It was confirmed that the system would be able to be utilized as single console system for the scheduled procedures. The procedure was continued as planned with no reported injury.